Event description:
Rptr received silicone implant in 2/84 after having a mastectomy in 4/83 for cancer of right breast. Began to have wide ranging symptoms about 4-5 yrs later varying from chronic fatigue, pain, swelling, headaches, swollen glands, leg pain, nausea and dizziness. In the fall of 1993, cancer of the left breast was confirmed. Rptr has not worked for the past 3 yrs and is on a permanent disability pension.